Manufacturer narrative:
It was reported an ant was found in the bd 30ml syringe after mixing and aspirating solution from a vial. To aid in the investigation, two photos were provided for evaluation by our quality team. Both photos show a syringe connected to a needle assembly. The syringe has solution in it and a foreign matter. A device history record review was completed for provided material number 302832, lot number 0062957. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but with no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that while using and aspirating solution the 30 ml bd luer-lok¿ tip syringe was found to have foreign matter in the syringe. The following information was provided by the initial reporter: an ant (insect) was found in the bd 30ml syringe after mixing and aspirating solution from cloxacillin vial.